Event description:
It was reported that the right atrial (ra) lead had been accidently "broken" during a heart valve repair approximately two years prior and had been programmed off. Due to a recent change in medication, the ra lead was reprogrammed on in order to monitor the amount atrial fibrillation. When the ra lead was first turned back on some noise was noticed, but the lead was still sensing the atrial waves. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2006. (B)(4).